Event description:
The customer reported that the system displayed a communication error message and the system stopped. The system either shut down or locked up. There is no report of pt injury associated with this event.

Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable at this time.